Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Analysis was unable to confirm off no power alert, excessive no delivery and unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, cracked end cap and minor scratches on display window noted. (B)(4).

Event description:
It was reported via phone call that the insulin pump was bumped. The customer¿s blood glucose was 218 mg/dl. It was reported that the crack near right lower corner, used battery aaa energizer, off no power occurred on new battery. It was reported that the low battery alarm had not alarmed and had no unattended alarms. The insulin pump was returned for analysis.